Event description:
Initial reporter called manufacturer and reported that their handheld computer was not working with a patient who was in the office. Reported that when she tries to interrogate the patient's generator, the screen will say "interrogating generator" but nothing happens. When the wand battery was checked, there were no battery lights coming on at all. The physician did not have a 9v battery to change in the wand at that time to check function. Good faith attempts are being made for additional details about the event and thus far, no further information has been attained.